Manufacturer narrative:
The reported event of failure to interrogate was confirmed. Based on the information provided, it was determined that the device experienced frequent unexpected magnet detection, which may have interrupted interrogation.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited failure to interrogate with bluetooth low energy telemetry. No programming changes were made. The patient was stable throughout.